Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-05-31 the representative further clarified the plop that the doctor injected contrast agent with high resistance and suddenly he felt a loss of resistance. The physician alleged or believed that the ¿plop¿ could be an alleged catheter issue. In regards to a catheter occlusion, it was reported that was possible that it could be a granuloma, infection, crystallized drug and after contrast was injected, the occlusion was continuously. At the moment, the catheter seems to be not occluded. ¿by the next issue¿, they want to change the catheter. This would be done when the patient comes to the hospital with underdose symptoms again. At the moment the patient was fine. She was planning a holiday trip for the next five weeks in the u.s. At this time no device return was expected.

Manufacturer narrative:
Concomitant product: product ID: 8709sc, lot# b0890810k, implanted: (B)(6) 2009, product type: catheter.

Event description:
Information was received from a health care professional via a representative regarding a patient in (B)(6) who was receiving morphine 20 mg/ml at a dose of 1.650 mg/day via an implantable pump. The lot number and concomitant medications were not obtainable. The patient's medical history was reported as "none." It was reported that during normal use on (B)(6) 2016 the patient called the doctor and reported that she suffered again under withdrawal symptoms. (See manufacturer report number that captures underdose symptoms). There were no known external, environmental, or patient factors that led or caused the event. On (B)(6) 2016 a side port puncture with x-ray was to be performed and the physician was to decide at that time if surgical intervention was to occur. No actions or interventions were done at the time of the report. At the time of the report the patient's status was not obtainable. Further, on (B)(6) 2016 the representative reported that the side port puncture did occur on (B)(6) 2016. The doctor could not aspirate liquor from the catheter and decided to take contrast agent. After the injection, the doctor felt "a plop." The catheter was still in the intrathecal space. They saw the contrast agent around the catheter tip. Currently, the patient was fine and no operation was planned.

Manufacturer narrative:
Updated with related referenced manufacturer report number. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during normal use on (B)(6) 2016 the patient called the doctor and reported that she suffered again under withdrawal symptoms. (See manufacturer report # 3007566237-2016-00854 that captures underdose symptoms with same catheter)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.